Manufacturer narrative:
(B)(6). Evaluation of this instrument indicated that the distal end of the instrument was broken. The damage was most likely due to abnormal use or from being dropped. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference # n/a. (B)(4).

Event description:
The client returned cev649x5 to mxi service and repair and requested and integrity assessment.